Event description:
Event description guidant received information that the patient with this implantable transvenous defibrillation lead was admitted to hospital on friday because she thought she received 3 shocks. The local guidant representative interrogated the device and no shocks were recorded. The rep stated that pacing impedance was >2559 ohms on 6/9/05. Since then it has been 500-700-900 ohms. On 7/25/05 the pacing impedance was >3000 ohms and she can't capture at 5.5 v. Vt zone is programmed to 190 and last night patient had 10 beats of 170 bpms recorded on tele. The patient stated that she fell in june but can't recall the exact date. ,